Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke off but the fiber did not detach at 275,309 joules. No pt injury was reported. The device was not returned for eval.